Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Caller resolved the issue by changing the cartridge and infusion set, resuming insulin therapy.